Event description:
It was reported that the control cable on the 6600 system had the outer jacket separated. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.